Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this brady lead was attempted but could not be used due to tissue in the helix resulting from multiple placement attempts. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was attempted in the left bundle branch due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information was received from the representative indicating that this brady lead was attempted but could not be used due to tissue in the helix resulting from multiple placement attempts. This brady lead will not be returned.

Event description:
It was reported that this brady lead was attempted in the left bundle branch due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported.